Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
(B)(4). Review of the device history records did not find any deviations or anomalies. No devices or photos . No devices or photos were received; therefore the condition of the components is unknown. A product history search revealed no additional complaints against the related part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However the complaint may be revised upon return of product or further information.